Event description:
Guidewires and catheters were advanced to the popliteal artery, then to the peroneal artery. A viper wire was placed and then a diamondback catheter was used to atherectomize the tibia peroneal trunk on low speed. The surgeon tried to advance to the peroneal artery when the catheter became stuck on the access wire, and both had to be removed. The wire access was lost. The surgeon was able to get catheters and wires back down into the peroneal artery, and balloons were used to angioplast. The surgery was completed without injury to the patient.======================manufacturer response for diamondback360, diamondback 360 (per site reporter)======================the surgeon talked to the representative and was told "yea, I heard that sometimes happens." The surgeon was going to contact the company also.